Event description:
It was reported that during a ladg procedure, the clips did not form properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 01/23/2009. Information anticipated, but unavailable at this time.